Manufacturer narrative:
Event problem and evaluation codes: updates not required no product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-20129]. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. It was relayed that distributor would conduct an investigation. However, no additional information or findings have been provided. If the product is returned or additional information is received, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device presented a no disposable alarm. Troubleshooting was conducted at the time of the call. However, the issue persisted. Advised to discuss with doctor regarding remaining reservoir volume of infusion, as caller expressed concern. No further assistance was requested. No patient injury was reported.